Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient had been experiencing warmness at the implant site since implant. He started having hot flashes on (B)(6) 2016. He gets ¿hot flashes and then it¿s like the adrenaline is pumping¿ and he doesn¿t know if it¿s from the stimulator or not. The patient didn¿t have a fall or any trauma, but has walked a lot recently. The patient turned the implantable neurostimulator off the night prior to the report to see if it helped and he thinks that he noticed a change, but he was lying down. He had turned it on and it came back again. The patient stated that the implant site is warm, but not hot. The site gets warmer when he turns stimulation on. The patient stated that he was going to change the dressing the day after the report and that everything is ¿good,¿ but he wondered if this was a side effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.